Manufacturer narrative:
Insulin pump passed the displacement test. Device received compromised force sensor system alarm during the basic occlusion test due to loose or flush drive support disk. Unable to perform compromised force sensor system test, excessive no delivery test and occlusion test due to compromised force sensor system alarm. Insulin pump received lose drive support disk.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the drive support cap is damaged. The customer's blood glucose level was unknown at the time of incident. The customer stated that the drive support cap is coming out and the location of damage was bottom of the insulin pump. The insulin pump will be returned for analysis.